Event description:
A customer in (B)(6) notified biomérieux of bad correlation results between the vidas® estradiol ii 60 tests (ref. 30431, lot 1007566940) and the abbot system in association with a patient serum sample. The customer confirmed the patient underwent an embryo transfer five days prior to sampling and takes medication which contains estradiol. The customer tested the patient serum sample initially using vidas® estradiol ii 60 tests and obtained a result of >3000pg/ml. After obtaining this result, the customer tested the sample again using vidas® estradiol ii 60 tests with a 1:2 dilution and using the abbot system. The results were 4222.72 pg/ml and 323 pg/ml respectively. The sample was then tested four(4) days later and obtained a result of 2518,19 pg/ ml. Biomérieux customer service requested additional information regarding sample collection, instrument performance and patient information including a request for the package insert for the medication the patient was taking which contains estradiol. There is no indication or report from the laboratory that the bad correlation results led to any adverse event related to any patient's state of health. Biomérieux will initiate an internal investigation. This event has been reviewed for vigilance reporting in accordance with 21 cfr 803, concerning medical device reporting. Per biomérieux sop (B)(4), incorrect results can impact patient therapy and may lead to patient harm. Although this event does not allege that death or serious injury actually occurred, it has been determined that there is potential for serious injury should the situation recur. This review has determined that this event meets the criteria for reporting as a malfunction. Note: reference 30431 is not registered in the united states. The u.s. Similar device is product reference 30431-01. It should be noted that the vidas® estradiol ii 60 tests package insert results and interpretation section states, "in cases of estrogen therapy, and particularly that of hormone replacement therapy overestimated results may be obtained. Interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed."

Manufacturer narrative:
This report was initially submitted following notification from a customer in romania regarding bad correlation results between the vidas® estradiol ii 60 tests (ref. (B)(4), lot 1007566940) and the abbot system in association with a patient serum sample. The customer tested the patient serum sample initially using vidas® estradiol ii 60 tests and obtained a result of >3000pg/ml. After obtaining this result, the customer tested the sample again using vidas® estradiol ii 60 tests with a 1:2 dilution and using the abbot system. The results were 4222.72 pg/ml and 323 pg/ml respectively. The sample was then tested four(4) days later and obtained a result of 2518,19 pg/ ml. A biomérieux internal investigation was completed with the following results: ** customer's material** no customer's sample available. **complaint trending analysis** a complaint trend analysis performed on 10mar2020, determined no other complaint was registered for bad correlation on vidas estradiol ii (ref. (B)(4), lot 1007566940). ** quality control records ** the analysis of the batch history records of vidas estradiol ii (ref. (B)(4), lot 1007566940) showed no anomaly during the manufacturing, control and packaging processes. In addition, there is no non-conformity nor CAPA linked to the customer's complaint recorded on vidas estradiol ii (ref. (B)(4), lot 1007566940). **test performed by complaint laboratory ** complaints laboratory performed several tests : study of internal samples control charts: this analysis was carried out : on 4 internal sera with targets around 365 and 2362 pg/ml meaning close to the samples results obtained in vidas and in other method (abbot system). On 7 batches including the batch mentioned by the customer vidas estradiol ii (ref. 30431, lot 1007566940). All values were within specifications and the customer's lot was in the trend of the other lots; on internal samples: the complaint laboratory tested a calibration and 4 internal samples (targets : 361.78 pg/ml, 365 pg/ml, 2362 pg/ml and 2192 pg/ml) on the retain kit vidas estradiol ii 1007566940/200520-0. The results of calibration were conform to the mle data. The results were within specifications and did not evolve since the control of the batch activity. Conclusion: according to all information above, no anomaly was highlighted with the control chart analysis , the analysis of quality data and the tests performed with the retain kit vidas estradiol ii (ref. (B)(4), lot 1007566940). Unfortunately, without the concerned sample, further investigation cannot be completed to explain the results observed by this customer. The most likely root cause to customer's issue may be linked to an interference with the patient sample due to a reaction with the hormonal treatment (cyclo-progynova) taken by the patient. As mentioned in vidas estradiol ii package insert in section "results and interpretation": "in cases of estrogen therapy, and particularly that of hormone replacement therapy (menopause), overestimated results may be obtained. Interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed." Based on the information mentioned above, there is no reconsideration of the performance of vidas estradiol ii (ref. (B)(4), lot 1007566940).